Event description:
Coiling treatment was conducted of a vessel. It was reported that as the coil was advanced within the microcatheter, it prematurely detached from the delivery pusher. The coil and microcatheter were removed successfully. The pt was reported to be fine. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
The delivery pusher and coil were returned for eval and confirmed the implant coil was stretched and detached. The eval shows excessive force was used which likely led to the coil becoming detached. (B)(4).